Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the third party usb data cable. When the cable was plugged into the device, physio observed that the unit would lose power by itself. Physio then removed the third party usb data cable from the device and proper operation was observed. As a precaution, physio also replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powers off by itself.   There was no patient use associated with the reported event.